Event description:
As part of a retrospective review of programming history data in the programming history database it was identified that a vns patient had high lead impedance. Good faith attempts will be made for further details about the event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.